Event description:
The customer reported that while running an hcv 3.0 assay, summit sample handler, did not aspirate enough diluent in tip #6 and did not give an error message. An ortho field service engineer was dispatched and noticed that plungers 6 and 7 were defective. Plunger clamps 6 and 7 and tip clamp 6 were replaced. No death or serious injury was associated with this event.